Event description:
It was reported that clinicians have to go back and add volume to the pump when an infusion is "completed". This was reported to occur with both primary and secondary infusions, where the entire volume is not infused. This was reported to bd manufacturer on site. There was patient involvement however no patient harm. No specific events were reported. Education was provided on proper height of devices for accurate infusions.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians have to go back and add volume to the pump when an infusion is "completed". This was reported to occur with both primary and secondary infusions, where the entire volume is not infused. This was reported to bd manufacturer on site. There was patient involvement however no patient harm. No specific events were reported. Education was provided on proper height of devices for accurate infusions.